Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited oversensing of noise that is typically seen within two weeks of initial device implant. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during implant procedure the patient had failed multiple defibrillation tests. Troubleshooting was performed and the system passed subsequent testing with appropriate impedances. The following morning, the patient received an inappropriate shock due to oversensing of air bubble noise. The system was initially electively programmed off until the air within the device pocket cleared. The system was reprogrammed on with no additional issues. No adverse events were reported.